Event description:
The customer reported the generation of three (3) false low sodium (na) and chloride (cl) patient results, and suppressed calcium (ca) patient results with no numerical value on their dxc 600 pro clinical chemistry analyzer after getting an abnormal modular chemistry (mc) sample probe alarm and finding fluid accumulation on top of patient sample test tube caps. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer and identified the probable cause as a defective modular chemistry (mc) wash solenoid valve. The fse replaced the mc wash solenoid valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).